Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer stated that her cannula did not give her insulin and she has a muscular hard body. The customer had her set in her leg yesterday and it popped off. The customer changed her set 14 times and her blood glucose has been high. The customer stated that her continuous glucose monitor was 30 to 40 points off. The customer also had sensor glucose reading of 50 mg/dl while her blood glucose was 145 mg/dl. The customer was advised that sensor and blood glucose meter readings will be close, but rarely match due to how glucose travels in the body. The customer declined to further troubleshoot.